Manufacturer narrative:
Other lot number includes 4060057 and other expiration date includes 2029-02-28. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Other lot number device manufacture date is 2024-02-29.

Event description:
It was reported that the bd needle 27x1/2 ll eclipse barcode is not readable. The following information was provided by the initial reporter translated from spanish to english: material with a barcode that does not match the packaging material.

Manufacturer narrative:
Ten samples and photos received for investigation. Video and photo received for investigation. Through visual inspection, the scan on the product generated barcode for another material. Therefore, the complaint was confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the team¿s investigation, the respective drawing for the impacted sku 30281264, needle 27x1/2 ll eclipse was inadvertently revised and released with the incorrect barcode during the graphic design update. Coverage was carried out to verify that the other codes are correct.

Event description:
No additional information.